Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient's father reported that the patient had a low bg of 63 mg/dl and the treatment was given as intake of carbohydrate.